Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 170 mg/dl. A systems check was startedd with tandem technical support, however, the call was disconnected. Attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.